Manufacturer narrative:
For the reported event, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported events. The flow sensor was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9050-000 anesthesia gas machine experienced inaccurate tidal volume caused by a flow sensor with a stuck open membrane this report was from a single source. This event did not involve a patient.